Event description:
It was reported that the pt had an infection of their interstim device. No further info was given.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.